Event description:
Complainant alleged that during a routine shift check by a clinician the device's shock button functioned intermittently and would not always discharge energy. The complainant indicated that there was no pt involvement in the reported failure.